Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, a batch review could not be conducted. A labeling review was performed and was found to be accurate and sufficient; the pouch insert contains product information including flow rate. Additionally, the direction insert contains product information including flow rate; the device is labeled with the product code and flow rate. Finally, the product is color coded with the coil cap component identified with different colors for different flow rates.

Event description:
Baxter (B)(4) received a report that a nurse mistakenly used a 100 ml/hr intermate to infuse a patient. According to the report, the nurse believed she was using a 2 ml/hr infusor. As a result of the user error, the patient was overinfused. Both of these devices have a clear indication on the side of the housing that provides the user flow rate information. The nurse however, failed to realize that the flow rates were different since she was unfamiliar with the product. The device was filled with a solution containing fluorouracil. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.